Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes are underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-mar-2025. Investigation summary: bd received 10 samples and one photo for investigation. The evaluated photo displays a shelf pack with visible variable data on the label, but it does not show the customer¿s indicated failure mode. The 10 samples were visually inspected with no issues being identified. Draw testing was performed on the 10 samples, all tubes were within specification limits. A total of 100 retained samples were visually inspected with no issues being identified. Draw testing was performed on 10 retention samples and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.